Event description:
Report rec'd of an inaccurate delivery. The pump was found "in a back room" at the facility with an unsigned note that stated, "the device is not pumping the correct flow rate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.